Event description:
After injection of the bone cement, the pt's blood pressure fell. The pt expired at the conclusion of the surgery.

Manufacturer narrative:
Summary of evaluation: the evaluation results suggest that the patient suffered an adverse reaction to the product. This type of adverse reaction is known and well documented in the product literature.